Event description:
It is reported that the balloon of integrity rx stent ruptured and the stent stripped off the balloon.

Manufacturer narrative:
(B)(4): evaluation: results: root cause unknown. Conclusion: known inherent risk of procedure- stent dislodgment. Conclusion can be drawn - root cause unknown. (B)(4).